Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The infusion device has become discolored and the pt is unable to read the display or see through the cartridge compartment. The discoloration began after 1.5 months of use. The pt also experienced bluetooth issues. The pt was not able to bolus via the blood glucose monitor and was not able to read the display and could not bolus via the infusion device. The pt injected insulin via pen. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.